Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire included in the accustick ii kit nitinol device improperly packaged. Prior to use the physician noticed the guide wire floppy tip was packaged in the pink guide backwards. Also the floppy 0.18 tip is twisted. The physician used the device with no issues. No complications were reported and the patients status is stable.

Event description:
It was reported that the guide wire included in the accustick ii kit nitinol device improperly packaged. Prior to use the physician noticed the guide wire floppy tip was packaged in the pink guide backwards. Also the floppy 0.18 tip is twisted. The physician used the device with no issues. No complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified one accustick ii with the original, unopened/sealed pouch. Residue was not present on the returned device. The pouch was opened, and the components were removed for examination. The stiff end (proximal end) of the .018¿ guidewire extended from the distal end of the j-straightener approximately 2cm, which meets specification. No issues were identified with the j-straightener; it was assembled to the hoop correctly. The guidewire was removed from the hoop for examination. The floppy end (distal end) of the guidewire was loaded into the hoop first when assembled, which meets drawing specification. The guidewire was not damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Therefore, the most probable root cause for the complaint is user preference issue. (B)(4).